Manufacturer narrative:
The actual devices were not available; however, photographs of the samples were provided for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual examination of the photographs was performed which indicated that the lids had popped off of the jars. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that lids on three (3) dura-gard patch containers were crooked, which resulted in leakage. The crooked lids were discovered during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.